Manufacturer narrative:
(B)(4). Concomitant devices - persona partial knee femoral component cemented size 4 left medial catalog #: 42558000401 lot #: ni, persona partial knee articular surface left medial size d 8mm catalog #: 42518200408 lot #: ni. Foreign report source: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-04318. 0001825034-2020-04320.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address infection within one month post-operatively. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.

Event description:
No further event information available at the time of this report.